Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered an inappropriate shock due to t-wave oversensing. Boston scientific technical services (ts) was consulted and provided troubleshooting recommendations. Testing was performed that showed fluctuating sensing amplitudes and a chest x-ray confirmed right ventricular (rv) lead movement during deep breathing. The patient's ejection fraction has improved and the decision was made to program the system to monitor only. The ICD and the rv lead remain in service. No adverse patient effects were reported.